Event description:
Additional information was received that the patient developed heart failure symptoms over time and there were no improvements with the use of echocardiogram optimization. An invasive revision procedure was performed to explant this dislodged lv lead. During this procedure the patient experienced an atrial arrhythmia. The lv lead was explanted, replaced and returned for analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged, however, is currently providing therapy for the left ventricle. Additionally, there were no patient symptoms and there were acceptable sensing, pacing and threshold measurements recorded. The patient is being monitored and a revision procedure will be scheduled. Clinical data noted the patient experienced a non-sustained ventricular tachycardia episode and a non-sustained atrial tachycardia episode. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observation of dislodgement and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
All available information indicates that this lead was modified electrically. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.